Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during an inspection of the system, after a procedure was completed, it was observed that the inside and lower part of system's module was wet. The cassette sample was discarded. There was no harm to the patient or users. No additional information is expected.